Manufacturer narrative:
The customer-reported incorrect right flow waveform and decrease in cardiac output and fill volumes were reproduced during investigation testing, where the right flow waveform displayed a timing delay (decreased time in diastole). The root cause was determined to be a malfunction of the right pilot valve. Syncardia has a corrective and preventive action (CAPA) to for issues related to pilot valve performance. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses low risk to the patient because the reported issue did not prevent the driver from performing its life sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver displayed an irregular waveform and there was decreased cardiac output while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.